Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 443mg/dl. Troubleshooting occured, and it was determined that the reservoir had air bubbles. It was also found that the customer had received a low reservoir alarm. No additional information was provided.